Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a red alert. Boston scientific technical services (ts) was contacted, and it was discussed that there was a benign patient data (pd) code due to memory corruption. This memory corruption could be the result of exposure to a higher-than-normal rate of ionizing radiation. Additionally, a battery depletion (bd) alert was also declared. Ts stated that this bd error was most likely not indicative of premature depletion, rather, it could be the result of two recent, longer than normal remote telemetry sessions. It was stated that the voltage did drop, but it was expected to recover. A recent remote data check confirmed that the bd code had resolved, and all reasonable evidence suggests that the device is operating normally. However, the physician recently elected to surgically explant and replace the device to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a red alert. Boston scientific technical services (ts) was contacted, and it was discussed that there was a benign patient data (pd) code due to memory corruption. This memory corruption could be the result of exposure to a higher-than-normal rate of ionizing radiation. Additionally, a battery depletion (bd) alert was also declared. Ts stated that this bd error was most likely not indicative of premature depletion, rather, it could be the result of two recent, longer than normal remote telemetry sessions. It was stated that the voltage did drop, but it was expected to recover. A recent remote data check confirmed that the bd code had resolved, and all reasonable evidence suggests that the device is operating normally. However, the physician recently elected to surgically explant and replace the device to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Additionally, a battery depletion (bd) error had been declared by the device; however, the error was not representative of actual fast battery depletion and was unintended. It was determined that the bd error had likely been declared due to two longer-than-normal telemetry sessions the day prior. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. However, the conclusion code of cause traced to device design was selected because although this device was operating normally, the bd error due to extended telemetry sessions has been deemed a design issue.